Event description:
The customer complained of questionable ise indirect na, k, ci for gen.2 results for multiple patients tested on a cobas 8000 cobas ise module (double). From the data provided for 2 patients, 1 patient's results were a reportable malfunction. The initial ise results were as follows: sodium 103 mmol/l, potassium 3.4 mmol/l, chloride 72 mmol/l. On (B)(6) 2019 the same patient sample was retested on another analyzer with the following results: sodium 156 mmol/l, potassium 5.3 mmol/l, chloride 115 mmol/l. The patient sample was processed by modular pre-analytical system. The chloride electrode lot was d57 with an expiration date that was requested but not provided. The potassium electrode lot was u24 with an expiration date that was requested but not provided. The sodium electrode lot was m71 with an expiration date that was requested but not provided. The field engineering specialist determined the root cause was due to a worn ise sample probe. He replaced the sample probe. He removed, checked, and cleaned the vacuum and the sipper nozzles. He cleaned the mixing vessel. Calibration and qc testing was successfully performed. The service activities resolved the issue and there have been no further issues following the service visit.